Event description:
It was reported that the patient programmer was blank. The patient had changed the batteries a couple of times. The device had not gotten wet or been dropped. The patient had fallen in the middle of (B)(6) and hurt everything, everywhere. She had black and blue marks. The patient fell again two weeks prior to the report on the bathroom floor and she screwed up her neck. She fell on her right hip and right shoulder. She messed up her knee cap and had to get a cortisone shot. The health care provider said that she probably has water on her knee and her artificial hip has hurt since the fall. The day of the report, the patient was going to get an x-ray of her shoulder and was going to bring up the issue with the patient programmer to see if the system was working correctly. Follow up information received on july 29, 2016 from the healthcare professional (hcp reported that the battery was no longer working and was replaced. Additional follow up clarified that the patient's implantable neurostimulator (ins) was replaced on (B)(6) 2016 with a rechargeable ins model because it had depleted due to high settings. The patient was told by the doctor they had to get a rechargeable ins model so they would not have to replace it again in the near future. The indication for use for the implanted device was noted non-malignant pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional follow up information clarified that the patient did not have their ins replaced in (B)(6) 2016. The last replacement was noted as (B)(6) 2015. The patient did have a myelogram done in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.